Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed include the device history and incoming inspection records. This assessment found no anomalies that may have attributed to the reported issue. A sample was not returned therefore a product evaluation could not be performed. Information from this incident will be included in our product complaint and MDR trend analysis. (B)(4).

Event description:
This is a non-us event. The event occured in (B)(6) for a similar product. The complainant stated while applying the adhesive, the sponge top came apart from the dauber component of the device. This caused the adhesive to pour out and accidently get into the patient's eye. The adhesive was eventually removed from the eye by soaking.